Event description:
Dealer states right motor gear box is leaking grease. No report of an injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model r51lxp, serial number/date (B)(4) is approximately 1 year, 7 months old. The owner's manual part number 1106645, rev.g(jul-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Please note any further information or sample analysis information obtained will be reported in a supplemental report.